Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: reported patient adverse event - pains like burns / razors blades, frequent micturition, painful sexual intercourse and anal pains after mesh implantation on (B)(6) 2011 and treated with cymbalta for depression and anxiety - was submitted via 2210968-2019-78199.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2011 and the mesh was implanted. The patient feels pains like burns, razors blades, frequent micturition, painful sexual intercourse and anal pain. She is actually treated with cymbalta for depression and anxiety. In 2015, the patient experienced mesh erosion. The right arm of strip has been partially removed on (B)(6) 2015 with no effect on the symptoms of pain, dyspareunia, painful crisis with urinary infection and vesical irritative symptomatology leading to 30 micturition per day.